Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and the user was unable to issue medication. A technical support specialist remotely connected to the system and had the customer reattempt issuing the medication, determined that the item was not located in the drawer. The customer stated that they would contact an administrator to confirm the exact location of the item.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer does not open when user attempted to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.